Event description:
It was reported that the patient's lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted. No further information is available.

Manufacturer narrative:
A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. It is noted that a non-compatible competitor lead-anchor was used to secure the lead in-vivo. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.